Event description:
Customer reported a leak when using the coulter lh 780 hematology analyzer. The leak was approximately 10 ml of fluid from the manual probe in the analyzer. The leak was contained and in the drip tray. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing a lab coat, glasses, and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found the leak was from a broken waste block. The fse replaced the entire probe wipe assembly resolving the leak. (B)(4).